Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the u.s.a. Stating that the cord of the device was damaged. The date of the even is unk. The device was being used during surgery. There was no pt or user injury reported. It is unk if medical intervention occurred. There was no add'l info provided.